Event description:
The reporter indicated peripherally inserted central catheter (PICC) occluded. PICC line was noted to have phlebitis on 1/17.

Manufacturer narrative:
Sample is not available for return. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause and corrective action is not possible. There have been no other complaints reported in the lot.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause and corrective action is not possible. There have been no other complaints reported in the lot. Corrected information provided in g.1.